Manufacturer narrative:
(B)(4).

Event description:
It was reported the patient has not used or charged her ipg in several months. It was also reported the patient's programmer reflects a communication error. Subsequently, the patient may undergo surgical intervention as the next course of action. This report was originally submitted on 08/25/2015 under MFR report # 1627487-2015-.1627543. The filing is hereby resubmitted to reflect the appropriate MFR report number.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Follow-up information revealed the patient underwent surgical intervention on (B)(6) 2015 where the ipg was explanted and replaced. The patient reported effective stimulation therapy postoperative.